Manufacturer narrative:
It has been indicated that the used PICC will be returned to navilyst medical, but ut has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, the hub on an indwelling PICC catheter was noted to be cracked and was removed and replaced. No pt injury or complications were reported. The used device will be returned to navilyst medical.

Manufacturer narrative:
The device history records for the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. As no sample was returned for evaluation, a definitive root cause for the reported incident cannot be determined. A likely root cause, however, for the cracked female valve housing may be due to an over tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).